Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verioiq meter displayed an unknown error message and an error 4 message. This complaint was classified based on customer care advocate (cca) documentation as the patient was not available for follow up when attempted by medical surveillance (ms). The patient reported that in (B)(6) 2014, her meter displayed an error 4 message and an unknown error message. It is unknown what medication, if any, the patient takes to manage her diabetes or if she made any changes to her usual diabetes management routine in response to the alleged issue. The patient claimed that an unknown time after the alleged issue she developed a symptom of feeling ¿anxious¿ and that she received treatment from a healthcare professional (hcp), however it is unknown what type of treatment was received or when she received it. During troubleshooting the customer care advocate (cca) noted that when the patient was walked through a retest the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received treatment from a hcp after the meter issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Follow-up # 1 - device evaluation: the lay user/patients meter has been returned on 4/21/2015 and further evaluated by lifescan product analysis on 4/24/2015 with the following findings: error 4 message observed in the error log, but the error was not reproduced during the investigation. The retain test strips passed all testing. A DHR (device history record) was completed on 4/13/2015 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.